Event description:
Reporter alleged obtaining a discrepant blood glucose value of 56 mg/dl back to back with a result of 126 mg/dl when testing was performed within 10 mins on the aviva system. Reporter stated that at a different time another comparative test of 103 mg/dl was performed back to back with a result of 284 mg/dl within 10 mins on the same system. Reporter did not indicate that she was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Customer returned the test strip vial but no strips were in the vial to evaluate.